Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon removal from the package, coating delamination was observed on the tip of the vasoview hemopro 2 clamp. Additionally, photos were provided showing the heater wire to be lifted and twisted. A new system was used for removing vessels; the procedure could be carried out. No patient was involved.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/27/2022. Photographs were provided by the account. A photographic inspection was conducted. There were no devices observed in either of the three (03) photographs. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned outside its product packaging. The shaft of the device was observed to be bent at the point below the jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment of the heater wire from the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual or physical defects observed. No electrical testing was conducted due to the condition of the heater wire as well as the bent shaft. Based on the returned condition as well as the evaluation results, the reported failure "peeled; jaw " was not confirmed. The reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "material twisted/ bent shaft" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record the lot # 3000263027 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.